Event description:
Patient reported "deflation". Healthcare professional later confirmed the deflation. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed as unidentified (tear) opening (shell thickness within specification). As per the investigation procedure creases, total delamination of plug strap disk shell assessed as cohesive failure and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side "deflation". Healthcare professional later confirmed the deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation". Healthcare professional later confirmed the deflation. This record is for the right side. Device has been explanted.